Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, the induction shock test failed. Also, there was an increase in impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.